Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 352.040 lot: 19p5418. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16 december 2019 manufacturing site: jabil bettlach the product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that ¿352.040, synream flexshaft¿ has deformed or bent. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the synream flexshaft would contribute to the complained device issue. Based on the investigation findings, synream flexshaft was deformed or bent because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
During the reaming of the medullary canal, the fragments secured with shanz shifted and the reamer head broke at the clamping end inside the canal. The sales representative additionally checked the flexible shaft afterwards and noticed the tip was slightly bent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the distal tip of the synream flexshaft was slightly deformed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the synream flexshaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, product code: 352.040, lot number: 19p5418, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16 dec 2019, manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: this complaint involves one (1) device. H3, h6: photo investigation the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿352.040, synream flexshaft¿ has deformed or bent. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the synream flexshaft would contribute to the complained device issue. Based on the investigation findings, synream flexshaft was deformed or bent because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 352.040. Lot number: 19p5418. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16 dec 2019. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.